Event description:
It was reported the atrial lead had dislodged. The lead has been abandoned and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.